Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material clogged in nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It could not be specified if the reprocessing steps were implemented in line with the instructions for use (IFU). Additional information stated that the territory manager found the filters of non-olympus disinfection machines were not cleaned regularly which may have contributed to the device issue because ¿user was never told to clean these filters regularly¿. Both the tm and cds specialist from olympus have been informed and will assist the customer as needed. There was no report that the device was used for procedure while the event occurred. The replacement of various parts was required to return the instrument to the OEM specifications. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the nozzle of the insufflation channel is clogged by a translucid gelatinous material. The following non-reportable malfunctions were found during the device evaluation: there were air/water flow issues, the distal end rubber glues are worn out, the distal end insulation is out of standard values, the insertion tube buckled, the bending angulation is out of play, the objective lens is cracked, the distal end cover is damaged, the labeling is detached, the suction stopper is incorrect. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had problems with the insufflation channel. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the nozzle of the insufflation channel is clogged by a translucid gelatinous material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.